Event description:
Good faith attempts were made for their explanted product to be returned and thus far it has not been returned for analysis.

Manufacturer narrative:
If implanted, give date (mo/day/yr), corrected data: implant date corrected.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the patient's vocal cord paralysis was related to the removal surgery of their stimulator lead and coils. The patient's diagnosis was: left vocal cord paralysis. Multiple transoral injection medializations procedures have been performed by the patient's surgeon and have improved the patient by 50% thus far.

Event description:
A vns patient called and asked about explanting their device for lack of efficacy (B)(6) 2009. The patient had their device implanted in (B)(6) 2009 and had the device turned off in the (B)(6) of 2008 due to lack of efficacy. Additional information was attained that the patient had their device explanted as the patient felt it was ineffective and wished to have MRI scans in the future. The patient after explant was found to have left vocal cord paralysis. Investigation is underway.